Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The symptoms were first observed on (B)(6) 2023 and the patient was treated with amoxicilin antibiotics. The patient mentioned that the area got better and the infection healed. This event does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient visited the emergency room (ER) with a fever of 38º and clear signs of wound infection (redness, pus, local heat). The sensor was inserted on (B)(6) 2023 and the symptoms was first observed on (B)(6) 2023. The patient reported that on (B)(6) 2023 the area started to become reddish in color and the patient went to the pharmacy to get a cream (unknown name of the drug) and applied it. The area seemed to improve on the outside. However, on (B)(6) 2023 the patient presented with fever until finally on friday, (B)(6) 2023 the patient went to the emergency room to be treated. Patient also had infection at the insertion site with symptoms such as redness, pus and local heat. The patient was treated with amoxicilin antibiotics. The patient is currently doing well and indicates that the area is better and that there seems to be no more infection.